Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The reported shutdown and battery fault issues could not be duplicated during testing. All functional and power tests passed with no discrepancies. However, review of the device logs showed battery communication failures, which disrupted the connection between the device and the battery. In one instance, the device shut down was due to low voltage but was unable to provide a warning because of the communication issue. The battery communication assembly was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.